Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned device, it was noted that the needle was broken at the distal end and kinked at the notch; the kink would have led to the break. The sheath was worn and damaged. The needle tip was fine. The needle advanced and retracted without issue. The customer complaint was confirmed as the needle was bent at the notch which led to the needle breaking. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c devices of lot# c1299093 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
"As per complaint form": the needle snapped after 5-6cm in and kinked distal near the biopsie window; after they removed the snapped distal part of the needle out of the stomach with a forcep.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned device, it was noted that the needle was broken at the distal end and kinked at the notch; the kink would have led to the break. The sheath was worn and damaged. The needle tip was fine. The needle advanced and retracted without issue. The customer complaint was confirmed as the needle was bent at the notch which led to the needle breaking. The most likely cause of this issue is excessive forces used for puncturing a difficult lesion. R&d engineer provided the following comments "the needle most likely kinked distally due the excessive force being applied to puncture the lesion, this in turn lead to further stress on the needle cannula where it exits sheath/working channel which lead to the break at this 5-6cm location. " prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c devices of lot# c1299093 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to an update to the investigation to include a possible root cause for the reported incident. Initial report details: the needle snapped after 5-6 cm in and kinked distal near the biopsied window; after they removed the snapped distal part of the needle out of the stomach with a forcep.